Event description:
It was reported that there was error code 113 (reduced water temperature control). Per review of wo on 26aug2025, there was no patient involvement. Per follow up information received via mail on 26aug2025, device was in depot repair and awaiting customer.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Reported issue could not be reproduced. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that the reported issue could not be reproduced. No repairs were completed as the reported issue could not be reproduced. Functional verification, electrical safety test, put a screen protection. Device passed all applicable testing. The reported event is unconfirmed, DHR review is not required the reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Corrections: d, h. Initial reporter name: (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was error code 113 (reduced water temperature control). Per review of wo on (B)(6) 2025, there was no patient involvement.